Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed through review of the event history log, however further testing was unable to reproduce this condition. The issue was determined to have been caused by a seized motor. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported there was no patient injury.